Event description:
Medtronic received information that immediately post-implant of this transcatheter bioprosthetic valve for aortic stenosis, moderate paravalvular leak (pvl) was noted. It was determined that the patient needed biventricular assisted devices (bivads), which require no aortic regurgitation. Eight days post-implant, this valve was explanted and replaced with a non-medtronic surgical aortic valve. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned for analysis. Explant images were requested but unavailable. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).